Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint tube set was received and evaluated. The tubing was examined under magnification and there were no nicks or cuts noted in the tube set. There were several kinks in the tube set but it can't be determined if this was because when the tube set was sent for decontamination and then to the complaints group it was not in the original packaging. Kinks in the tubing could cause a failure. There was fluid in the section of the tube set that contains the filter and the filter was probably wet which means that any leak testing could not be done. Therefore, the reported failure cannot be confirmed. A possible root cause might be that the luer-lock was not tighten properly, resulting in a leak in the pressure line inside the pump. A review into the depuy synthes complaints system revealed no other complaints for the batch number of this device. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair, it was observed that the fill chamber on the customer's irrigation tube set overfilled from the saline bag. The surgeon completed the procedure with another like tube set with no patient consequences or delays. The sales rep reported he checked the luer lock and it appeared fine. The sales rep also he reported that there was no leaking. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.